Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feed set is leaking formula from the spike or connection end while running. There was no harm to the patient.

Manufacturer narrative:
Additional information: this report is associated with 1282497-2021-10040. Investigation conclusion: the customer reported the feed set is leaking formula from the spike or connection end while running. There was no harm to the patient. The report refers to product code 775100, epump cross spike feed & flush, with lot number 202020088. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related adverse trends were identified. Two (2) used products were returned for evaluation. Visual inspection and functional testing performed determined both products functioned as intended and met specification. The reported product failure was not confirmed. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.